Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the reload revealed a full complement of staples and no observations of damage or abnormalities to any of the existing components. Functionally, the reload was loaded into a representative instrument without any media in the jaws and fully clamped. Visual inspection of the reload after being fully clamped revealed a gap (between the anvil and cartridge face) at the distal end of the jaws. The reload required manual manipulation to be inserted into a representative 12mm trocar. Media was placed in the jaws of the reload and the reload was fired. Acceptable knife cut and staple formation were confirmed through visual inspection. No abnormalities were found with the intended function of the reload (stapling and cutting). It was reported that the jaws of the reload did not close completely. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The ma nufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap. Lot# p2m0555. Egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2l0418y egia60amt - egia60amt egia 60 artic med thick sulu. Lot# n2h0791y. Egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2m0555 egiaustnd - egiaustnd endogia ultra univ std stap. Lot# p2m0555. Egia60amt - egia60amt egia 60 artic med thick sulu. Lot# n2l0418y. Egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2l0418y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2l0418y medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, the reload did not close completely. The jaws remained open for a few millimeters, in such a way that it could not enter through the trocar. The issue occurred in seven reloads and three handles. There was no used on the devices. A competitor's powered devices were used to resolve the issue. There was no patient injury.